Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Corrected data: (model #) updated from "23953" to "24087". (Lot #) updated from "a15j111" to "r15k820". (Device manufacturer date) updated from "09/04/2015" to "10/21/2015".

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that this customer is using spco on lp15 monitor/def. They observed on several patients and on themselves, that when the hbco is low (not poisoned patients), the sensors were very often giving higher value than expected (4 to 5% whereas clinicians/end users were expecting 0). No blood analysis were performed as they had no suspicion, nor clinical signs to suspect high co. We went on site, and used a more recent sensor on their lp15 device, and got 0% spco, while their sensor was reading 3-5%." No consequences or impact to patient was reported..